Manufacturer narrative:
At this time no conclusions can be made. The cause of the patient postoperative complications or revision surgery cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014: the patient underwent surgery for implant of an unspecified bard/davol sepramesh composite ip. On (B)(6) 2017: the patient had unspecified injuries related to a defect in the sepramesh composite ip, and underwent revision surgery. The patient is only making a claim for an adverse patient outcome against the sepramesh composite ip. The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿